Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported conflicting sars results for 1 consumer (12 days post infection). It is unknown if the consumer was symptomatic. The consumer communicated that they tested negative with quickvue otc and later positive. 2 additional consumer events were communicated which are captured on separate reports.